Manufacturer narrative:
An RMA has been issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned; however, isi has not yet received the prograsp forceps instrument for evaluation. Isi has made several attempts to obtain the RMA with no success. Therefore, the root cause of the customer reported failure mode has not been determined. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer had to remove the prograsp forceps instrument to place the drainage. However, this was not possible as the ¿pen (cup) was unhooked.¿ it was reported that a fragment fell into the patient and retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, and h3. 23- intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6)2019 and obtained the following additional information: the pin holding the ends of the prograsp forceps instrument together at the joint loosened, and the instrument was not able to be removed from the trocar. The loosened pin was still attached to the instrument when the instrument was removed with the trocar. It did not fall into the patient. The instrument had been in use for approximately 4 hours and worked as expected during the procedure. The instrument did collide with other instruments, to a small extent. The procedure was completed with no injury to the patient. The patient did not experience any post-operative complications. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The prograsp forceps instrument was found to have a dislodged distal clevis pin. The distal clevis, clevis pin diameter, and clevis pin length were all measured to be within specification. However, the clevis pin had little evidence of swaging and the edges of the clevis pin were not equally flared. It is likely that the pin dislodged due to an incomplete swage, which would block instrument removal from the cannula. Additionally, scratches/indentations were found at the lipped end of the clevis pin. The damage at the lipped end was likely from impact with other instruments/cannula after the pin dislodged from the clevis.